Event description:
The customer reported that the system displayed intermittent communication errors. This took place during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the generator interface and the battery charger printed circuit boards. The system was tested and found to be working as intended and put back in service.